Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. Troubleshooting actions show that the field service engineer (fse) was dispatched to the site and confirmed that the system cannot be exposed through the footswitch and footswitch failure was suspected. The field service engineer (fse) replaced the wired footswitch which returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the system could not make exposures when the foot switch was pressed. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.